Event description:
It was reported via phone call that the customer passed away in hospital on (B)(6) 2022. The customer was hospitalized on (B)(6) 2021 due to he fell and was injured he fell because his blood glucose value dropped to 30 mg/dl. The cause of death was the caller stated the death certificate was not available yet and caller think cardiac arrest. The caller stated that the customer had heart issues, circulation issues, kidney issues that may have led to the customer's passing. The customer¿s blood glucose was 30 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors. Customer was fallen found he had injury to cervical spin which caused was diaphragm stopped working. Customer was at the hospital and spent 3 and half weeks there never came out was in the intensive care unit. Customer had 30 mg/dl blood glucose he got dizzy and hit his knees until emergency medical services came and took him to hospital. It was unknown if the caller will return the insulin pump for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.